Manufacturer narrative:
(B)(4). Medical product: persona ps standard femoral catalog # 42500607002 lot # 63066214; persona stemmed tibia catalog # 42532008302 lot # 63167829; persona all poly patella catalog # 42540000038 lot # 63057777. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00066, 0002648920-2018-00358, 002648920-2018-00359. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was experiencing blisters on the right leg one day post-operative.

Manufacturer narrative:
Reported event was confirmed by review of clinical report. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was underwent an initial right knee arthroplasty. Subsequently, the patient was experiencing blisters on the right leg one day post-operative. The patient was given prescriptions and the issue resolved after approximately two weeks.